Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 34 fractured. Construction was an implant retained dental bridge. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.